Manufacturer narrative:
Concomitant medical products: t505u223 tissue valve, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device change-out, the right ventricular (rv) lead exhibited very high impedance and thresholds once connected to the new implantable pulse generator (ipg) device. The lead was not reused; capped and replaced. No patient complications have been reported as a result of this event.